Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 73.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. A sensor output test was performed and was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the clinical settings, kinks can cause difficulty monitoring the waveform. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer tried to get arterial pressure from the pressure transducer after inserting the iab into the patient, the pressure blunt could not be used. After flushing many times, the issue did not resolve. The arterial pressure waveform is input from the monitor. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section h - evaluation method codes: added: historical data analysis; 4109. Added: trend analysis; 4110. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer tried to get arterial pressure from the pressure transducer after inserting the iab into the patient, the pressure blunt could not be used. After flushing many times, the issue did not resolve. The arterial pressure waveform is input from the monitor. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer tried to get arterial pressure from the pressure transducer after inserting the iab into the patient, the pressure blunt could not be used. After flushing many times, the issue did not resolve. The arterial pressure waveform is input from the monitor. There was no reported injury to the patient.